Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by patient registry, approximately 1 years and 9 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction base on the review of the medical records. The following sections of this report have been updated: additional information b.7 other relevant history. Corrected h.6 clinical code device code and investigation conclusion. It was originally reported that approximately 1 year and 9 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. Per medical record review, the explant was related to endocarditis and there was no allegation of an edwards device caused or contributed to the endocarditis. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.